Manufacturer narrative:
The manufacturer was advised that the lvad pump will not be returning for evaluation and no autopsy will not be performed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced complications during implant and had to return to the operating room due to right ventricular (rv) tamponade. Rv stunned and on maximum vasopressor support. A tandem heart rvad was put in place and subsequently washed out and removed. The pt's chest was closed two days later. The pt was off all sedation but no response. The following day pupils were fixed and dilated and had no gag reflex or cough when suctioned via ett. A head computed tomography (CT) showed extensive infarcts. Neurologist consulted and determined that the pt was clinically brain dead, although cerebral blood flow study could not confirm this. The family decided to withdraw support on (B)(6) 2014. The site does not suspect pump or therapy to have contributed to the pt's cause of death. The pt had a history of transient ischemic attack (tia). No autopsy was performed. Data log files reviewed by the manufacturer contained 20 low battery hazard events. No other adverse events were recorded. The pump was operating normally until it was disconnected.